Event description:
It was reported that a pt experienced what the hospital staff perceived to be a vt episode, but the mvws did not alarm for vt. There was no pt injury reported.

Manufacturer narrative:
A draeger tsr (technical service representative) was dispatched and downloaded logs and collected recorder strips and screenshots. The tsr reported that logs specific to the time of the event had already been overwritten before he arrived to download logs, but event disclosure data was collected. The pt was being monitored at the bedside with a deltaxl. The mvws (multiview workstation) and deltaxl remain in use and no further problems have been reported. The root cause for the reported description is undetermined. Based on all information received, there is no indication that a serious cardiac alarm for vt was or was not elicited from the pt monitor and subsequently to the multiview workstation. According to the pt instructions for use (IFU), the monitor records all life-threatening/serious alarms, every change of pt category, and records each activation of all alarms off or alarms silence. Given that there is no documentation to verify the alarm status when the serious event took place, it is possible that the all alarms off button was selected prior to the event and alarms were suspended during the user predetermined period of time. No actions are planned by the manufacturer at this time. We will continue to monitor for similar reports of this condition and complete a follow-up report if necessary.